Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured november 23, 2016 - november 29, 2016. The device was received for evaluation with approximately 62 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse at all. The device was filled with 4450 mg of fluorouracil diluted with 9 ml of 5% glucose. The total fill volume was 98 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.